Event description:
Pt prepared and ready for yag laser treatment. Laser pre-tested on standby mode with test fire set at 3.1 millijoules and four pulses per application. Pt and lens set in place for treatment. Laser fired, power released read 4.1 on screen (which was blinking). Pt was startled and jumped back. Hosp biomedical supervisor notified. Co notified. Equipment removed from service.